Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the alarms were cleared and insulin delivery was resumed. The customer declined troubleshooting with tandem technical support. Customer's blood glucose ranged from approximately 360-361 mg/dl.